Manufacturer narrative:
Additional information was added to the event description. If information is provided in the future, a supplemental report will be issued.

Event description:
Update from the manufacturer representative stating that the issue occurred during a lumbar fusion procedure. The issue was resolved by replacing the plug end.

Manufacturer narrative:
The manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed and no parts were replaced. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The unique identifier was not available at the time of reporting. No parts have been received by the manufacturer for evaluation. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a procedure. It was reported that after doing a spin the navigation system began beeping and then after a couple minutes powered off. The power button was not illuminated, no fans were running. Upon further examination the site noticed the power cord was visibly damaged. Navigation was aborted causing a 33 minutes delay in the procedure. No impact on patient outcome. Update from the manufacturer representative stating that the power cord was broken causing the system to shut down. The site installed a new top to the cord and the system was working as it should.